Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller (rac) and master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm involved with this complaint to perform failure analysis. However, failure analysis is not complete. The rac was received for failure analysis and installed onto a test system. The rac started up with no issue. It was run for ten power cycles and sat idle for one hour. Issue could not be replicated. Arm drive test passed.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that a non-recoverable fault occurred. The intuitive tech support engineer (tse) reviewed the system logs and found faults against the left master tool manipulator (mtm) that occurred after a mid-procedure restart. The customer converted the procedure and used another surgeon side console (ssc). There were no reports of patient injury.

Manufacturer narrative:
The master tool manipulator (mtm) was received and failure analysis testing was completed. The mtm installed onto a test system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. In addition, the remote arm controller (rac) was returned and tested. The rac was installed onto a surgeon side console test system and programming was completed and the unit started up with no problem. Testing continued and it was run through 10 power cycles and it sat idle for one hour with no issues. The evaluation was unable to replicate the reported issue. The reported event was not confirmed as failure analysis of the rac and mtm found no issues.

Event description:
Refer to h11 for follow-up information.